Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter first name: updated from blank to (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.